Event description:
It was reported that ever since a patient had a pocket revision in 2010 where the implantable neurostimulator was moved from the patient¿s back to abdomen, the patient has had difficulty with coupling bars. It was reported that the patient charged every 7-10 days. It was noted the caller stated that he saw in the recharger guide that charge will last for 5yrs. It was clarified that this was the total expected lifetime of the device.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).